Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient in the lips with juvéderm® ultra xc and about two months later patient believed they were experiencing a "delayed hypersensitivity reaction" from researching online. The patient's symptoms included "red, swollen painful nodules". Patient has also had other medical events ongoing including "stress, shingles, angioedema which are unrelated". Patient was seen by physician who prescribed the patient with a medrol dose pack. Patient reported they had no improvement to the symptoms 5 days later. Event is ongoing.